Event description:
Pt called back in reporting that they are unable to get to the batteries screen or properly use the device. They are having issues charging the implanted device. Pt stated they had been sent a controller replacement, however they sent it back without opening the package. During the call pt tried to charge the implanted device. They got no device found and had to go through passive recharge mode. However they were having issues getting numbers above 70 while attempting to re-position the paddle and the they were unable to advance past passive recharge mode. They were unable to get to the batteries screen still. Agent sent an email to repair to replace the recharger and sent an email to the field. Patient called back stating they received the replacement recharger but they are still not able to get to the "batteries" screen (49). Agent walked caller through passive recharge mode and discussed recharging best practices (patient had recharger over clothes). After a few minutes caller confirmed recharging excellent; controller is 70% and implant is red/empty. Agent placed caller on hold to ensure ins battery stayed recharging. After several minutes caller confirmed ins battery increased to low and the controller decreased to 40%. Agent instructed caller to charge controller to 100% and then come back to charging their implant. Caller stated they will try that.

Manufacturer narrative:
Continuation of d10: product ID: 97745ac, serial#: unknown, product type: accessory. Product ID 97745. Serial#: (B)(6), product type: programmer, patient product ID: 97755, serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical product: product ID 97745ac, serial# unknown, product type accessory: product ID 97745, serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was this morning the pt got the message software problem 1.intellis 2.36 3.4048 4.devicemodelsm.c. During call pt the pt reset the controller. The troubleshooting steps that were taken on the call resolved the issue. Pt called back stating that a software problem error message was appearing on the controller again. Software problem message details: 1-intellis, 2-3.6, 3-58, 4-qf_new. Agent walked the pt through resetting the controller. Pt confirmed that the controller powered on and that the error message was cleared. Agent had the pt unlock the controller and check the batteries screen; the controller was at 70% and the implantable neurostimulator (ins) was at 80%. Pt said that the issue happened twice within just a few days. Agent asked the pt when the issue was occurring; pt said that they were in the process of changing from one icon to another so they had to rearrange the paddle to be over their ins. Agent understood that the issue was occurring while recharging the ins, so agent had the pt initiate an ins recharging session during the call. Pt noted that they seemed to have always had difficulty getting the controller cover back over the battery pack. Pt said that the other day it was hard for them to get the cover off of the controller as well. Pt saw poor recharge quality appear, so agent had the pt reposition the recharger over the ins. Pt saw the batteries screen with finished indicated, so agent had the pt disconnect the recharger from the controller and then connect the recharger back up to the controller to initiate another ins recharging session. Pt saw no device found appear, so agent had the pt tap recharge to go through passive recharge mode. Pt saw the three numbers as 30 30 30 on the trying to recharge screen. Agent had the pt reposition the recharger; pt then saw the middle number as 35. Pt noted seeing the controller light flashing green throughout the passive recharge mode. Agent understood that the equipment was working as intended and that the pt just needed to get the recharger positioned over the ins properly. Pt will continue repositioning the recharger while in passive recharge mode and will call ps back if needed. Caller called back and stated that their controller battery is empty and won't charge. Caller added that the controller was working fine until late last night when they noticed the controller battery was low and not charging. Caller stated the controller screen showed "battery empty, recharge the controller" despite being plugged into the ac power supply. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; the controller did not power on. Caller confirmed the green light was showing on the ac power supply, and there was no visible damage to the cord, controller port, or ac power supply pins. Agent had caller attempt to connect the ac power supply to the controller several times, but the controller would not power on. The issue was not resolved. An email was sent to repair to replace the controller and ac power supply.